Event description:
Information was received from a healthcare provider regarding a patient who was receiving saline at an unknown concentration and dosage via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, it was reported that the patient¿s pump wasn¿t working. The patient was undergoing an MRI for a g/I indication that was unrelated to the device or therapy and mentioned to the MRI technician that they aren¿t using their pump because it wasn¿t working. According to the patient, the pump wasn¿t being used because the pump managing hcp told the patient that ¿the brain gets trained and doesn¿t need it anymore.¿ it was also reported that the patient was a little confused.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.